Manufacturer narrative:
Boston scientific technical services (ts) also discussed turning of the sensor related to minute ventilation, as it may help alleviate any baseline noise. All of the lead measurements were stable and within normal limits. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right ventricular (rv) lead. There was no evidence that the noise was oversensed and did not impact any delivery of therapy. The device sensitivity was adjusted. No adverse patient effects were reported.